Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) (B)(4) alleging the onetouch verio pro meter read inaccurately compared to another device. The patient reported blood glucose results of "160, 146 and 168 mg/dl" with the subject meter and "10, 90 and 117 mg/dl" on another meter, respectively, performed within 30 minutes of each other. The patient did not experience any symptoms or seek any medical attention because of the reported issue. As the results fell outside expected values for meter to meter accuracy testing, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4): the complaint was not confirmed with the meter, however a secondary issue unrelated to the complaint was found, on performance testing with control solution, an error 4 was observed with no assignable cause found. The test strips passed testing with no faults found.if lifescan obtains additional information regarding this complaint, a second follow up report will be submitted. At this time, lifescan considers this matter closed.